Event description:
Customer reports that she obtained a result of lo and retested on the same device to receive a result of 244mg/dl. Exact timeframe was not reported, but information provided suggested that these results were likely within 10 minutes. Customer reportedly took 20 units of humulin r after receiving the result of 244mg/dl. When looking in device memory, the result after lo is 261mg/dl. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.